Event description:
It was reported that during a da vinci s prostatectomy surgical procedure the endowrist prograsp forceps instrument had a broken cable. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip open cable is frayed at the force amp pulley. The cable may have been nicked by another instrument. Engineering also observed the distal end of the main tube has two distinct sections, 1.3 inch and 2 inchs long, with material removed. The 2 inch long section starts .625 of an inch above the proximal clevis and is roughly parallel to the tube axis. The 1.3 inch long section starts 4.2 inches above the proximal clevis and is parallel to the tube axis. Both of the damaged areas have rough surface finishes. Based on the location and appearance, the damge was most likely cause by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.